Event description:
It was reported that the user experienced a low blood glucose event to 48 mg/dl after recent target changes recommended by a trainer, and the hypoglycemia resolved after treatment with oral carbohydrate (fruit punch). Symptoms included hypoglycemia. Outcomes included no hospitalization and resolution of the event after self-treatment. Investigation included internal complaint assessment and review of device use and therapy settings based on the user¿s report. Investigation of this case revealed no device malfunction reported and that the event occurred in the context of recent target adjustments, with the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.